Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the onetouch verio iq meter displays the apply sample message. Medical surveillance sent follow-up questions; however, customer service (cs) was unsuccessful in reaching the patient by phone. The complaint was classified based on information obtained from the cs representative during the patient¿s initial call. The patient alleged that the issue began approximately two to three days prior to contacting lfs. The patient¿s testing frequency is not known. The patient manages his diabetes with insulin (self adjuster); however, the patient denied taking any action in response to the reported product issue. According to the csr¿s documentation, as a result of the alleged meter issue, the patient reportedly felt low approximately 10 minutes later; the patient¿s specific symptom(s) is not clear. The patient denied receiving any form of treatment after the alleged issue occurred; it is not known when his symptom(s) abated. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time, the patient was using the correct test strips, and the patient was using the proper testing technique per owner¿s booklet recommendation. The csr noted that the alleged issue was resolved during troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly felt hypoglycemic after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (10/28/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 10/15/2013 and 10/17/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.